Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total gastrectomy, in duodenal resection, the device firing stopped. To resolve the issue, a new reload of the same type was used. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 2.5cm cut line. The jaw of the reload was open. Staple pushers were visible at the 3.2cm cut line. A part of cartridge surface was broken by biting foreign objects. Staple pushers on the proximal side were pushed back to the cartridge. The reload was loaded into a representative pmv handle. The clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the device firing stopped. The reported issue was not used as intended. The product analysis noted evidence that the device was not used as intended. These issues may occur when firing over tissue that is beyond the recommended thickness range. Replication of this issue may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo ultra universal short, endo ultra universal or endo ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.